Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer experienced an elevated blood glucose (bg) level. Bg value displayed "high"; although specific value was not provided. Cause was not known. The customer required intervention from mother to receive a correction injection to address bg. The customer reverted to an alternate method in insulin therapy.